Event description:
It was reported that a peritoneal dialysis (pd) transfer set was allowing fluid to flow with the clamp closed; further described as "physical damage in twist clamp the fluid isn't stopping". This issue occurred during use of the device for pd therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.